Manufacturer narrative:
The country of origin is (B)(6). It was noted that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. All values, generated with all types of analyzers, are above the normal reference range of the respective assays. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 ii assay results from the cobas e 801 module analyzer. It was unknown if the blood sample was collected on (B)(6) 2019 is the same sample that the customer measured on the architect the questionable results were not reported outside the laboratory. The customer's reagent lot number and expiration date were not provided. The investigation reagent lot number was 380330 and the expiration date was "dec 2019."